Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the leads were returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The leads was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.